Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she woke up in the middle of the night with blood glucose level of 40 mg/dl. Customer treated with juice and the blood glucose had gone up to 80 mg/dl 15 minutes later. Customer stated that her body was throbbing, heart was racing and the ambulance was called. Customer stated that she was treated for high blood pressure at the hospital. Customer was not treated for the blood glucose levels. Customer also stated that the doctor wrote heart palpations due to low blood glucose in his notes. Customer stated that she believes the reason for her lows may have been exercise throughout the day, not eating on time and the little snack before bed. Customer also felt that the bolus wizard recommended more insulin than she felt was needed. Through troubleshooting, air bubbles were noted in the reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.